Manufacturer narrative:
Patient information provided. The hardware investigation of the returned power supply found that the reported event was related to an electrical issue. When tested, only 28vdc has output, it is on its own board. The 9vac, 12v, 9v, and 5v did not work. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was not made available from the site. Probable cause suspected to be a faulty splitter or power module. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested for suspect multi out 350w power supply (B)(4) 2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the navigation system was not showing any signals on either of the two monitors. In trouble-shooting, advised the site biomed representative to check connections and found there was an output signal at the computer, however, the video splitter did not appear to receive power. The surgeon opted to discontinue the use of the navigation system and re-schedule the procedure following a delay of less than one hour. There was no harm to the patient reported.